Event description:
Patient's rhythm accelerated, but no monitor alarms acknowledged the change in rhythm. The rhythm is preceded by a vertical pause then a change back to the patient's known rhythm. The change in the rhythm does not trip the central alarm. The change in the rhythm does not trip the secondary alarm (stat view pager). It would be noticed only if direct observation of the event occurred. It is preceded by a blue vertical pause on the monitor, which states the date and time.